Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with t8 fracture; and underwent t6-t11 fusion. Intra-op, t11 left screw pulled out of the vertebral body when the surgeon was tightening the set screw. The surgeon left the screw out on that side. The screw was explanted completely. No patient complications were reported as a result of this event.